Event description:
It was reported a patient death occurred. On (B)(6) 2026, a left atrial appendage closure (laac) procedure was performed, and a 31mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. Five days later it was reported the patient died from ventricular tachycardia (v-tach) arrest. There is no further information at this time.